Event description:
Info received indicates a blood leak was noted from the bottom of the oxygenator at the start of the case, but the unit was not changed out. After 15 minutes a small leak was seen from the gas outlet port and reduced gas transfer was detected and corrected during the procedure. The unit was replaced after one hr on bypass with pt blood loss noted. No subsequent pt complication has been reported.